Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jun-2026, a distributor reported via sems-(B)(4) that an ar-6480 dw arthroscopy pump pressure increased to 1600 ml/min, which made the shoulder swell while performing a lavage during a shoulder rotator cuff repair. The procedure was completed successfully with no patient affected.